Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose (bg) level ranged from 250 mg/dl to 130 mg/dl. The user addressed bg level with a bolus. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.